Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-07701. It was reported that during the patient's permanent implant surgery, the physician attempted to readjust a lead, and the anchor broke in half while still being locked onto the lead. As a result, the physician replaced both the lead and anchor. Both anchors are being reported, as it is unknown which anchor broke during the surgery.